Event description:
Alleges a fire occurred where an elite traveler 4 wheel scooter was present. Alleging the fire was possibly due to recent repairs on the scooter.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.